Event description:
The patient¿s implant was redone in (B)(6) of 2012. The patient has fibrous tissue, it was real positional. The second implant was a surgical laminectomy, had to slide it up 3 levels, did that 3 times. The second one took 3 hours and it was described as repositioning, it was called a ¿keyhole procedure¿. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: lead. (B)(4).